Manufacturer narrative:
It is anticipated that the product will be returned, but he device has not yet been returned. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the physician removed the device from the package and noticed the tip was not intact when he began to advance the precise via the guidewire. The packaging had appeared normal. There was no reported patient injury. One non sterile unit of precise pro rx 9x30 mm was received coiled in a plastic bag. Stent was not in place and it was received along with the complaint unit. Hemovalve was closed. Brite tip was found split, not separated. And distal tip was over cannulated (caught inside the outer sheath). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separated condition reported by the customer was not confirmed, as no evidence of separation was found, instead the brite tip was found split, the cause could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent and detect this type of failure. The over cannulated condition of the distal tip and handling of the unit may contribute to failure as reported. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device or it may have been caused during shipping, storage, or handling of the returned unit and is not related to a product quality issue. One non sterile unit of precise pro rx 9x30 mm was received coiled in a plastic bag. Stent was not in place and it was received along with the complaint unit. Hemovalve was closed. Brite tip was found split, not separated. And distal tip was over cannulated (caught inside the outer sheath). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separated condition reported by the customer was not confirmed, as no evidence of separation was found, instead the brite tip was found split, the cause could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent and detect this type of failure. The over cannulated condition of the distal tip and handling of the unit may contribute to failure as reported. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time.

Event description:
The physician removed the device from the package and noticed the tip was not intact when he began to advance the precise via the guidewire. The packaging had appeared normal.